Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the clinic for routine follow-up; the pulse generator exhibited backup vvi. After a device software download, normal function resumed.